Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was protruding through the patient's skin. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A pocket revision was performed and the issue was noted to be resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.